Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the two ends of the clip did not close there was a gap in the clip. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded. No other details are available.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown.